Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced loss of stimulation and the leads had moved down one vertebral body. As such, surgical intervention where the leads were explanted and replaced occurred to address the issue.